Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "the patient was hospitalized with the diagnosis of 'malignant breast tumor', and performed PICC catheterization according to the doctor's advice on (B)(6) 2023. When the nurse on duty prepared materials for puncture, it was found that the puncture sheath of the central venous catheter kit for peripheral intubation had a tear, and immediately replaced the central venous catheter kit and accessories for peripheral intubation for the patient, but there were still cracks in the puncture sheath after the new replacement. Causing patients to question. The nurse on duty immediately changed again and explained the situation to the patient." This report addresses the second catheter kit used.